Manufacturer narrative:
This supplement serves as a correction as part of our retrospective 2024 compliant remediation. Intuvie received a report indicating that an infusion pump failed the 30psi occlusion test, recording a pressure of 16psi, which is outside the acceptable range of 22 to 38 psi. A review of the device's serial number history revealed one prior similar complaint. The failure mode was confirmed, and the cause was determined to be an out-of-calibration condition. The device was recalibrated, which successfully resolved the issue. Reference to complaint # (B)(4).

Manufacturer narrative:
The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On 08/13/2023, znyo medical received a report from a customer reporting that the unit had failed the 30 psi test. Tested 4 times with different set. No patient injury/harm reported.